Event description:
It was reported that the device was implanted in 2003. Post-up, the stem snapped in half proximally. The stem was revised in 2007.

Manufacturer narrative:
Patient weight, build, activity level, and sex are not known. No engineering evaluation can be done with available information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications, the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.